Manufacturer narrative:
(B)(4). The carefusion factory service representative received the suspect device for evaluation. The alleged faulty uim (user interface module) was routed to the carefusion failure analysis lab for failure investigation but evaluation has not been completed yet. Once completed, the results of investigation will be included in a follow-up report.

Event description:
The customer reported while using the avea ventilator; after being in standby for any extended period of time, the screen and buttons are frozen. The customer reported the screen and buttons cannot be manipulated at all. The issue occurred during patient use, there is no report of patient consequence associated with the event. The customer reported alternative ventilation was provided with another avea ventilator.

Manufacturer narrative:
The carefusion failure analysis technician received the suspect uim (user interface module) assembly for evaluation. The technician stated the screen was black and the led's (light emitting diodes) would light up. The technician continued by re-uploading the boot loader using the uim software installation fixture. The technician was able to duplicate the reported issue and isolated the root-cause to a corrupted boot loader affecting the device after the last operation. This issue will be internally investigated within carefusion.